Event description:
It was reported that a (B)(6) female had revision surgery (date and cause of the original surgery was unknown) after an x-ray revealed that 2 screws were broken at the top with non-union. The screws were found to be broken at l4-l5 on the left side. After a 45 minute delay, the surgeon was able to extract both screws. The surgery was completed successfully with good patient outcome. This report is for 3 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of titanium snap-on transconnectors was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. Additionally, all the DHR's of the associated components that comprise this assembly were reviewed and no nonconformances were noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history records revealed this lot and those of the component subassemblies met all specifications with no nonconformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.